Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to "defect cable and prosthesis." A new 15cm x 12mm ipp with 65ml reservoir was implanted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to "defect cable and prosthesis." A new 15cm x 12mm ipp with 65ml reservoir was implanted. It was further reported that the defect was in the "pump cable." Product was explanted and returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Additional information provided in: describe event or problem, device available for evaluation, returned to manufacturer date, device evaluated by manufacturer, device not evaluated by manufacturer code, evaluation method codes.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to "defect cable and prosthesis." A new 15cm x 12mm ipp with 65ml reservoir was implanted. It was further reported that the defect was in the "pump cable." Product was explanted and returned. A supplemental report will be filed after product has been returned and product analysis has been completed.